Manufacturer narrative:
No devices were returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used intra/peri-operatively of a functional endoscopic sinus surgery (fess) procedure. It was reported that the site's curved suction instrument was found to be damaged during the case. The site used another instrument to complete the surgery. There was a less than 1-hour delay to the procedure and no impact on patient outcome.

Manufacturer narrative:
Patient demographics updated to proper values. If information is provided in the future, a supplemental report will be issued.